Event description:
Customer's parents reported customer (a child) experienced a seizure in his sleep, was incontinent of urine, had a loss of consciousness and was unable to respond verbally. They further reported they checked his glucose using his freestyle lite blood glucose meter and received a result of 128 mg/dl. They transported him to a local healthcare facility, which was reportedly approx five minutes away, where a result of 28 mg/dl was received on an unk brand of meter. At the time of the call, approx one hour after the event, they noted that, thus far, no treatment had been rendered. The customer discontinued the call before any additional info could be obtained. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is an initial report. The device has been requested back for investigation. A follow-up report will be sent once investigation results are available. It should be noted: while troubleshooting with customer service, it was discovered the customer did not wash prior to testing, which may cause imprecise results. Multiple, unsuccessful attempts have been made to gather additional info regarding this event.